Event description:
It was reported that device shut down during patient use. Reportedly, the ventilation stopped. The device issued a message to reboot and insert boot media. The device was replaced. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.